Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. It was not reported if the patient was hospitalized for the event. The cause of the event was unknown. On an unspecified date, the patient was treated with an unspecified infusion and unspecified anti-inflammatory medications (intraperitoneal) for the infection. The patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.